Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator generated a constant alarm. There was no patient involvement. The field service engineer (fse) confirmed the reported issue. The fse found loose connections and reconnected the connections. The unit passed all testing and operates within the manufacturing specifications